Manufacturer narrative:
(B)(4). The actual device used was not available, but an unused open sample was returned for evaluation. The return sample was evaluated and revealed no visual anomalies. The valve was closely inspected and revealed no visual defects. An evaluation of the retention samples from the reported part/lot combination and the surrounding lots manufactured was conducted. There were no visual anomalies noted during visual evaluation. In addition, functional testing confirmed all samples met manufacturing specifications. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Although the exact cause cannot be definitively determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4)

Event description:
The user facility reported valve leakage on the 10-2032 device. Follow-up communication from the user facility reported the following information: the hemostasis valve on the 6fr introducer was leaking; blood loss was not documented but believed to be less than 250ml; the procedure was completed successfully; and the patient was reported as in stable condition.